Event description:
It was reported that the recently implanted right atrial (ra) lead and right ventricular (rv) lead were exhibiting noise and pacing inhibition due to subclavian crush. It was physician decision to explant all recently implanted leads and the surgically abandoned leads, and to implant other ra and rv lead instead. No additional adverse patient effects were reported.

Event description:
It was reported that the recently implanted right atrial (ra) lead and right ventricular (rv) lead were exhibiting noise and pacing inhibition due to subclavian crush. It was physician decision to explant all recently implanted leads and the surgically abandoned leads, and to implant other ra and rv lead instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed anode conductor fracture via xray approximately 250mm from the terminal pin. Area around the fracture showed that the insulation is out of round, the conductor coils area deformed in multiple locations, and there was insulation residue from rubbing in the area, which is consistent with clavicle first rib damage. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.